Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, ventricular fibrillation (vf) was intentionally induced for defibrillation threshold (dft) testing. The device appropriately detected the arrhythmia and delivered therapy; however, initial shocks did not terminate the arrhythmia. Due to persistent vf, additional defibrillation attempts were required. At one point during the event, external defibrillation was attempted but was also initially unsuccessful. The arrhythmia was ultimately terminated by the device after multiple therapy deliveries, with restoration of sinus rhythm. No further arrhythmic episodes were observed post-procedure. Post-implant device interrogation showed therapy enabled and system impedance within expected range. Currently, this product remains in service and no additional adverse patient effects were reported.